Manufacturer narrative:
(B)(4).

Event description:
It was reported that boston scientific technical services (ts) received a patient call about their single coil lead failing to shock. Ts discussed coil options. Later, the patient underwent a revision procedure and an azygos coil was added, the device being explanted and replaced to support additional leads. The device was returned for analysis and the leads remain in service. No adverse patient effects were reported.